Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2- event occurred in japan. Review of the device found it would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause is attributed to a manufacturing issue exacerbated by a design issue. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device did not work at all, not even the motor. During investigation it was found the batteries had leaked electrolyte inside of the pack. There was no patient impact but it is unknown if there was a delay. Due diligence is complete and there is no additional information available.